Event description:
No information. No event was reported, however physical examination of the returned device reasonably suggests that a leak may have occurred. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.